Event description:
Originally, the customer owned ventilator was reported as giving a loud noise and had display error. During the evaluation of the returned ventilator, it was revealed that there was a failure to shutdown while operating on ac power without prior warning. It did alarm after it shutdown, however not before. Please note that there was no pt involvement in this case.

Manufacturer narrative:
Evaluation summary: the ventilator was placed on battery view to monitor charge and discharge cycles; 3.5 hours into the charge cycle. The ventilator shut down without warning and gave a loud, continuous alarm and the display shut off. The ventilator continuously tried to reboot itself but could not initiate the loading sequence. The main board was replaced and the ventilator was placed back into battery test; the ventilator passed all tests and the problem was corrected. The ventilator was recalibrated and performed an ovp (operation verification procedure); it met all required specifications. The main board in question will be forwarded to the manufacturer.